Event description:
On (B)(6) 2022, it was reported by a arthrex representative via email that an ar-1588btb-2j tightrope could not be pulled out. A new product was used to complete the case. This procedure occurred on (B)(6) 2022. This was discovered during the assembly process, with no patient harm. Additional information received on 12/16/2022: this was discovered during an acl repair procedure and completed using another ar-1588btb-2j tightrope.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.